Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture

Event description:
Healthcare professional reported ¿capsular contracture¿. Later healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, d4.

Event description:
Healthcare professional reported ¿capsular contracture¿. Later healthcare professional reported "rupture". Later healthcare professional reported ¿capsular contracture baker grade IV¿. This record is for the right side. Device was explanted and replaced. Device was discarded.